Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with a little under 300 units of insulin. There was no reported impact to the customer¿s blood glucose level. Reportedly, prior to calling tandem technical support, the issue was resolved.